Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached multifunction cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed and attributed to a faulty analog board. However, customer declined repair. The device was returned to the customer and labeled "not recertified for clinical use". Analysis for reports of this type has not identified an increase in trend.